Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture is currently unavailable. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit no longer holds pressure. Possible large leak that prevents ventilation. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed that there was a leak. The bellows was replaced to resolve the issue. The leak rate was small and not considered hazardous. The failure mode has not caused a death or serious injury nor is it likely to cause a death or serious injury, or require medical intervention to prevent a death or serious injury. Therefore, this event is not reportable.